Event description:
The customer observed a false positive alinity I anti-hbs result for one sample. The following results were provided: initial positive 16.98 miu/ml, repeat result = 1.17 miu/ml additional lab data provided: hbsag = 0.01 iu/ml. The same sample was tested repeatedly = 0.71, 0.63, 1.04 miu/ml the patient's previous values from (B)(6) 2022: anti-hbs result = less than 2.5 miu/ml, hbsag = negative, latest hbsag 0.01 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. No systemic issues or trends were identified for the issue associated with this ticket. The device history record review did not identify any non-conformances or deviations with lot number 47553fn00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Customer field data was used to assess the performance of the alinity I anti-hbs assay using worldwide data. Review shows that the median patient result for lot 47553fn00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 47553fn00. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hbs assay for lot 47553fn00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I anti-hbs result for one sample. The following results were provided: initial positive 16.98 miu/ml, repeat result = 1.17 miu/ml. Additional lab data provided: hbsag = 0.01 iu/ml. The same sample was tested repeatedly = 0.71, 0.63, 1.04 miu/ml. The patient's previous values from (B)(6) 2022: anti-hbs result = less than 2.5 miu/ml, hbsag = negative, latest hbsag 0.01 iu/ml. No impact to patient management was reported.